Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the trailing haptic broke. The incision was enlarged to remove the lens and one suture was used to close the incision.